Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have two tears (a and b) on the posterior view, measuring approximately 0.2 cm and 1.1 cm respectively. In addition, a crease/fold was noted within rent a. Microscopic examination was performed on the edges of tear b, and parallel striations were found in an area of the tear on the posterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. The evaluation determined that the cause of rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 425cc saline breast prosthesis on (B)(6) 2021.